Event description:
The rptr did back to back (rapid succession) blood glucose tests, using the same finger stick. Rptr's results were 185 and 142 mg/dl. Rptr did not have any symptoms. A control solution test of 137 was in range. On follow-up, the rptr checks the confirmation dot when testing. Rptr's technique of applying blood is accurate. Rptr cleans the meter on a regular basis. No harm was alleged.